Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, pictures have been received and reviewed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 5 912 products refobacin bone cement r 1x40g reference 3003940001, batch a701ba2601 were manufactured on 16 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 26 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g reference 3003940001, batch a701ba2601 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found opened before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g reference 3003940001, batch a701ba2601 were manufactured on 16 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging was found opened before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.